Event description:
PICC line placed as a deep peripheral line. One hr later found fluid on chest of baby. PICC line broken at product anchor. Baby very vigorous. Tubing filter found at top of bed. Line removed. PICC line reinserted.